Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2226602 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, after dwell and swell time the operator attempted to remove the 6/7f mynxgrip vascular closure device (vcd) through the advancer tube and encountered resistance. Everything was removed as a unit and pressure was held for 3 min. Hemostasis was achieved with no issues. Upon visual inspection wire was observed coming through the split in the catheter. There was no reported patient injury. The device was stored, opened and prepped according to the instructions for use. There were no visible signs of device or package damage prior to use. There was no difficulty experienced in prepping the device. The vcd was used in a diagnostic procedure using a retrograde approach. The device was used with a 6f avanti sheath. The sheath was not kinked or bent upon removal. The balloon was fully deflated. The balloon was prepped with 100% saline. The deployer was not pinching/ pinning the balloon with the advancer tube. The balloon was not inverted. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was mild calcium in the vicinity of the puncture site. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock opened. The sealant was not returned. A procedural non-cordis sheath and the syringe were returned with the device for evaluation. The shuttle sleeve was found not fully pushed back as received, which indicated that the returned device may have not been shuttled down completely during the procedure. Nonetheless, it is unknown if the device was manipulated post procedure. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported failure. No visual damages or anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per functional analysis, an inflation/deflation test was performed to verify the balloon¿s functionality. The balloon was inflated, and pressure was maintained with proper functioning of the inflation indicator. Then, the balloon was deflated, and the device was able to be withdrawn through the advancer tube without issue. The returned device performed as intended per the mynxgrip instructions for use. The product history record (phr) review of lot f2226602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon retraction jam-inside the vessel¿ was not confirmed through analysis of the returned device since there were no issues noted during visual/functional analysis. The exact cause of the failure experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue experienced since there were no damages noted to the device and it performed as intended during analysis. However, procedural/handling factors (such as incomplete deflation of the balloon) may have contributed to the balloon retraction issue experienced. According to the instructions for use, which is not intended as a mitigation, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression.¿ if the balloon, which is located right at the distal tip of the advancer tube, is not completely deflated prior to being pulled through the advancer tube, air could be trapped inside the balloon, resulting in a balloon retraction jam. Neither the phr, nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after dwell and swell time the operator attempted to remove the 6f/f7 mynx grip vascular closure device (vcd) through the advancer tube and encountered resistance. Everything was removed as a unit and pressure was held for 3 min. Hemostasis was achieved with no issues. Upon visual inspection wire was observed coming through the split in the catheter. There was no reported patient injury. The device was stored, opened and prepped according to the instructions for use. There were no visible signs of device or package damage prior to use. There was no difficulty experienced in prepping the device. The vcd was used in aa diagnostic procedure using a retrograde approach. The device was used with a 6f avanti sheath. The sheath was not kinked or bent upon removal. . The balloon was fully deflated. The balloon was prepped with 100% saline. The deployer was not pinching or pinning the balloon with the advancer tube. The balloon was not inverted. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was mild calcium in the vicinity of the puncture site. The device will be returned for evaluation.